Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt reportedly had a gi bleed and 3 avms were found and were cauterized. The pump speeds were set at 9000-9400 rpm. Additional info was received from the clinical specialist that the pt is currently doing well. The pt has remained inpatient since the previous month. At this time there are no further issues noted since the surgical procedure to cauterize to avm's.